Manufacturer narrative:
Unit received with operating currents within spec. Unit passed selftest, unexpected restart error test, basic occlusion test and displacement test. However, unable to prime unit during prime test due to slightly loose drive support disk. Unit received with corroded battery tube. Unit received missing end cap sticker. Unit received with cracked case at display window corners and case at reservoir tube window corners. Unit received with broken battery tube threads. Unit received with minor scratches on lcd window. (B)(4).

Event description:
It was reported that the customer's insulin pump is unable to prime, and has a corroded battery tube. Customer's blood glucose level was unknown. Advised insulin pump would be replaced.